Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on distal stent struts with struts misaligned. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the tip showed signs of damage on the distal edges of the tip. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink at 25 cm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.75mm target lesion was located in the moderately tortuous and moderately calcifed left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.